Manufacturer narrative:
This event was reported by the distributor. The event occurred at cardiohealth ¿ cardiology center in (B)(6). Manufacturer's investigation conclusion: the reported event of the ubc not functioning was confirmed. During the evaluation of the returned ubc, damaged bottom plates and housing were noted. The main printed circuit board ( pcb ) had multiple damaged components and dust. The system could not power on and was not functional. The edc noted burned components but this was not confirmed by the pictures provided. The unit was scrapped. The provided information stated the damage was due to a lightning storm; however, the root cause for event cannot be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Ubc was shipped to the customer on (B)(6) 2021. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The universal battery charger (ubc) instructions for use (IFU) explains under the responding to advisory messages how to troubleshooting any errors or alarms. The universal battery charger (ubc) instructions for use (IFU) states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a lightning bolt incident caused the universal battery charger (ubc) to stop working. The patient was readmitted to hospital until new ubc was delivered, staying on power module during that time.